Event description:
It was reported when the device registered an alert for eol, noise was observed in the egm. The lead was found broken and fixed. The lead couldn't be removed so it was left in the body. The patient condition is fine.

Manufacturer narrative:
(B)(4).